Event description:
Customer reported via phone, for the past three days customer has been experiencing low blood glucose events and thinks it might be due to the heat. Customer stated the first time he went to work and four blocks away his blood glucose was 28 mg/dl. Customer then went to dialysis and customer's blood glucose was 18 mg/dl. Finally today customer was at work and two hour after the customer had eaten blood glucose was lowered. Customer had changed her bolus rates. Current blood glucose was 72 mg/dl. Troubleshooting for low blood glucose was performed and customer reported he was hospitalized on (B)(6) for low blood glucose of 28 mg/dl. He might have caused the low since he ate a little bit. The reservoir and insulin pump displayed the same amount of insulin. The device was not exposed to an MRI and the drives support cap appeared to be normal. Customer was advised to monitor the device and call back if issues persisted. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.